Event description:
During a remote follow up, episodes of far field r wave oversensing were noted. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.